Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced ¿a peritoneal dialysis infection¿ (not further specified). The cause of the peritoneal dialysis infection was not reported. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with an unspecified drug added to dianeal (dose and frequency were not reported). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.